Event description:
Information received indicates the head end brake casters are not holding in brake.

Manufacturer narrative:
The technician found the screws broken in the hex rod. The technician replaced the hex rod and screws to repair the stretcher.